Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for, as well as a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The submitted log files captured no notable events. The pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists cardiac arrhythmia as a potential adverse event that may be associated with the use of heartmate 3 lvas. Section 6, "patient care and management," also lists arrhythmia as a potential late postimplant complication. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an unwitnessed syncopal event around 1-2 am. The patient denied having symptoms related to seizures or other concerning symptoms such as chest pain, palpitations or chest tightness. A recent ramp echocardiogram revealed the patient's aortic valve was not closing at speeds up to 7000 rpm; the site does not believe the patient had aortic insufficiency pre or post lvad implant. The site was concerned the syncopal event was cardiogenic. The patient was also noted to have ventricular tachycardia (vt) which could have also contributed to the syncope. The patient has no known history of arrhythmia. Review of the patient's log files showed a series of no external power and low power hazard events. These were caused by power to the mobile power unit (mpu) being briefly interrupted. The power interruption happened while inpatient all plugs were secure and had no loss of external power. Low power advisories due to normal battery depletion were also seen. There was no interruption in pump support during these events. No other unusual events were seen and the mechanical circulatory support (mcs) equipment was operating as intended. Related manufacturer report number: 2916596-2021-04190.